Event description:
There was an allegation of questionable vanc3 vancomycin results for 1 patient serum sample on a cobas 8000 cobas c 502 module. The initial result was 0 ug/ml with flag. The customer questioned the low result and the data flag which prompted them to repeat the sample. The sample was repeated and the result was 20.8 ug/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 76996001 and the expiration date is 31-may-2025. Calibration was last performed on (B)(6) 2024. The field service engineer (fse) found that the sample and reagent probes were compromised- and replaced and cleared the affected probes. Performance checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.